Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2012. Upon initial interrogation on the next visit on (B)(6) 2012, the settings were at unintended parameters. The device was not interrogated prior to the patient leaving the hospital on (B)(6) 2012 as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.